Event description:
A report was received of an endosseous dental implant which was explanted due to a loss of osteointegraton. The dr attributed implant loss to very poor home care, probable overload, and general health factors. Clenching poor oral hygiene, bacterial plaque and bone loss were also noted.